Event description:
The customer contacted stryker to report that their device discharged and said connect electrodes twice before changing and defibrillating a patient. In this state a delay in defibrillation may occur. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the reported issue. The unit was taken out of service. The cause of the reported issue could not be determined.